Event description:
I was treated with bladder sling and also with a hernia mesh by the same doctor at the same (B)(6) hospital in (B)(6). Now last year, after I was going back and forth into the hospital, they said it was scarring and from the device. But no, one wants to remove it, why I don't know. Is this how I am going to die crying for help to get these things out of me. Now the hernia pain has gotten so bad that it feels like someone is sitting on my bladder and for the hernia it's pulling on my stomach and groin area. The hospital is still implanting people with these devices. FDA needs to stop them and file a class action on not following guidelines after FDA says stop. One surgery was hernia repair on (B)(6) 2012 bladder sling was (B)(6) 2013 after this I was not the same. On (B)(6) 2012 other (B)(6) 2013. I am not sexually active but in pain down below. Dates of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: hernia repair mesh; bowel/mesh prolapse. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction? Yes.